Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that particulate was found. Lots reported 9329997, 9347349, 9340104, 9327995.